Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope and was hospitalized as a result of the patient using a lawn mower which caused the patient¿s implantable cardioverter defibrillator (ICD) pacing to be inhibited due to oversensing. The patient was advised not to use that lawn mower again. The ICD remains in use. No further patient complications have been reported as a result of this event.